Event description:
The hcp reported that the patient was undergoing a trial for back pain with 2 octad leads. After the trial the patient presented with a severe fever and temperature of 104 degrees. The leads were removed and an MRI was taken. It was determined that the patient had an epidural abscess. The hcp believed that the condition was a result of a preexisting micro abscess below the dermis. The patient outcome was undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3873, lot# unknown, implant: unk, explant: unk. Lead model 3873, lot# unknown, implant: unk, explant: unk.